Event description:
It was reported that a patient's implantable cardioverter defibrillator experienced far r-wave oversensing that was caused by an inappropriate atrial fibrillation episode. Intervention is anticipated, and the patient suffered no consequences.